Event description:
It was reported that the patient experienced loss of therapy from their spinal cord stimulation (scs) system. The physician cited lack of patient compliance as the reasoning. The patient underwent a procedure in which the entire system was explanted. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5093567. Brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5141491.

Manufacturer narrative:
Device technical analysis: the returned ipg sc-1160, sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned lead sc-2317-50, sn (B)(6) lead passed inspection and revealed no anomalies other than a clean cut. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency. The returned lead sc-2317-50, sn (B)(6) lead passed inspection and revealed no anomalies other than a clean cut. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency.

Event description:
It was reported that the patient experienced loss of therapy from their spinal cord stimulation (scs) system. The physician cited lack of patient compliance as the reasoning. The patient underwent a procedure in which the entire system was explanted. The patient is doing well postoperatively.